Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be attached and intact, however drilled through and exhibiting detritus char and devitrification. Thermal damage burnt and melted fiber jacket and shrink tubing at the cap region was also observed. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostrate procedure, the fiber seem to have burned out (stopped functioning) at 3,764 joules of use. The case was completed using a second fiber. There was no injury reported.